Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system was unresponsive. The site downloaded images in embedded digital intercommunication of medicine (dicom) qr, but when switching back to cranial, the app was not responding to clicks. The mouse was still able to move. The site waited and eventually the software was responsive. They proceeded and then in navigate, the software was unresponsive again. They could not click, but the software could still actively navigate and the mouse could move. They rebooted the system and is currently functioning without issue. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The system logs were received for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.